Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a patient contact that the patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022. In an additional follow-up call, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. The nurse confirmed the patient was subsequently admitted to the hospital with peritonitis. The nurse stated the patient¿s pd culture results (obtained in the hospital) are not available. It was stated the patient remained hospitalized at the time follow-up was performed. The patient was receiving antibiotic therapy in the hospital. The nurse was not able to identify the cause for the peritonitis event, however, it was adamantly stated the event was not related to any issue with fresenius products. No further information about the peritonitis is available, per the pd nurse.

Event description:
It was reported by a patient contact that the patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022. In an additional follow-up call, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. The nurse confirmed the patient was subsequently admitted to the hospital with peritonitis. The nurse stated the patient¿s pd culture results (obtained in the hospital) are not available. It was stated the patient remained hospitalized at the time follow-up was performed. The patient was receiving antibiotic therapy in the hospital. The nurse was not able to identify the cause for the peritonitis event, however, it was adamantly stated the event was not related to any issue with fresenius products. No further information about the peritonitis is available, per the pd nurse.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.